Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage to the device or connector pins. Additional visual inspection showed saline residue in the tubing. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. A couple of ablation cycles were initiated with no issues observed. There was no saline flow observed from the tip when attached to 300 mm/hg pressure cuff. The device was cut apart and there is a piece of black foreign material blocking the flow restrictor. The reason for return was confirmed for no saline flow. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate bp2 device and two cardioblate pens, it was reported that were was a connection error with the bp2 device and the pens. It was stated that the error was caused by the inexperience of the nurse operator using the generator. One of the cardioblate pens also had a clogged saline line. The devices were replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that there was no connection error with the three devices. The customer stated that the nurse lacked knowledge and even though the message 'transmural' appeared, it was replaced by recognizing that the catheter was wrong, just because the graph soared to the top, the nurse did not know that it was operating normally when the message ¿transmural¿ appeared even if the graph was high. The customer used three cardioblate pens and two cardioblate bp2 devices. The customer stated that the cardioblate pen (lot 2021120014) with the saline flow issues was not kinked or damaged, it was just blocked.